Manufacturer narrative:
(B)(4) initial report additional information and the return of the reported devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a trinity screw hole did not match with the associated trinity screwdriver.

Event description:
It was reported that the hole on the trinity screw did not match with the associated trinity screwdriver.

Manufacturer narrative:
(B)(4) final report the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device was manufactured as part of a batch of 63. No other reports have been received for the same issue with parts from this batch. The affected device was returned and examined at corin where it was identified that the hex feature on the screw was undersized. This non-conformance was not identified during the manufacturing / final inspection process and thus a quality alert has been issued to all applicable operators to make them aware of the event and to ensure all processes are completed correctly to negate a repeat of this failure mode. Corin will continue to monitor trends relating to this or similar reports for the trinity screw and now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.